Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient experienced that there was no blockage in the infusion set tubing on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6006741 in question was manufactured at the reynosa site. The batch 6007670 in question was manufactured at the reynosa site. Complaint investigation results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007670 was manufactured according to version 114 manufactured in the line/ inset 3, on 17/jun/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4f00076 was manufactured according to the wi version 11 manufactured in the line/ machine igtl01, on 12/jun/2024, with a total of (B)(4) units. The lot 4e03590 was manufactured according to the wi version 64 manufactured in the line/ machine sc03, on 17/jun/2024, with a total of (B)(4) units. . Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-may-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007670 with no other complaints complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.